Event description:
This senior medical affairs specialist reviewed the information the patient/layperson gave to a customer care advocate, cca. The cca replaced the product. The patient alleged that despite inserting new batteries, her one touch ping meter would not turn on when she awoke around 11:30 am eastern time in early 2009, the morning she called customer service. The patient is treated through an insulin pump that provides a basal rate of insulin, amount not provided. When asked if she had symptoms due to the alleged issue, the patient responded, "no, but I will pretty soon because I can't test my sugar and I am on prednisone, so it will be even worse. It will be out of control and extremely high." Although the patient described symptoms that she can have when her blood glucose is elevated, and possibly could in two hours, she was not experiencing them. There is no evidence the patient experienced a serious injury since neither symptoms nor medical intervention were experienced. Because the alleged power issue was not resolved, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.